Event description:
(B)(4). Device was paid for by insurance. No prior physical medical issues or pain. Started off having joint pain and swelling. Then it was entire parts of my body such as my hands, ankles, shoulders, etc, until it was my entire body just hurting. Fatigue set in many days. Sometimes the pain and/or fatigue lasted for a day, then it was gradually an every day thing. Some days were much worse than others. Pelvic pain (sharp pains or serious cramping and back pain) was more prevalent on the worse days. Periods became offset and weight loss from (B)(6) almost put me in the hospital. Fatigue was extreme but, many nights I could not sleep. I also became pregnant while essure was still implanted as 1 coil had migrated from my fallopian tube to my uterus and had embedded itself there becoming covered in my uterine lining.